Event description:
Left total hip arthroplasty on (B)(6) 2009. Significant pain. Has been told that this hip would not be able to be removed without damaging femur and more than likely causing patient not to be able to walk. At risk for cobalt and chromium toxicity which can cause cardiomyopathy, hypothyroidism, neurological damage, neuropathy, seizures, blindness, headaches, liver damage and has been linked to cancer.